Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6). H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as the vad remains impla nted and the controller remains in use. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period. Log file analysis also revealed one (1) low flow alarm logged on (B)(6) 2025 at 14:11:02. Review of the event log file revealed two (2) controller power-up events with associated motor start events logged on (B)(6) 2025 at 06:54:00 and at 06:54:27, indicating losses of power to the controller. The data point recorded prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 94% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the losses of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for a maximum of thirty-eight (38) seconds. No anomalies were recorded leading up to the losses of power. When the controller powers up following a loss of power, the led indicator for bo th power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely the loss of power event was perceived by the patient as the reported "the indicator turned red and an alarm sounded" event. As a result, the reported events were confirmed. Based on the limited available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources by the patient, as described in the reported event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1650 / catalog #:1650/ expiration date: 30-apr-2023/serial or lot#:(B)(6) UDI#: (B)(4),(B)(6) d9: no h3: no h4: mfg date: 12-apr-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient woke up in the morning and tried to replace the ac adapter and battery connected to the controller with two batteries that were charging. The patient replaced the battery connected to the controller first, the indicator turned red and an alarm sounded. The startled patient unplugged the ac adapter, disconnecting both power sources and switching off the no power alarm, an alarm the patient claims never heard before. The patient quickly reconnected the power and the ventricular assist device (vad) started, log file review revealed there were two unexpected losses of power and it was also noted that the ventricular assist device (vad) exhibited a low flow alarm. The patient is part of subgroup 3.